Manufacturer narrative:
Findings: unit had intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons were hard to press. The customer sent the product back for analysis.